Manufacturer narrative:
A ge service rep performed an onsite investigation. The electrical contacts of the video cable on the camera were adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system recurrently displayed a white screen and would not display images. No pt injury was reported.